Manufacturer narrative:
This complaint will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient was revised due to infection. Competitor's shell and liner were also revised. Srnjr number: (B)(4). Side: r. Frasa: p2 - mild disease not incapacitating.